Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced the hyperglycemia. The blood glucose was 473 mg/dl. The customer stated that the she got a cortisone shot last week and she got sick and is really dehydrated and her sugars are ridiculous, the customer declined the troubleshooting. No further detail was given. The device will not be returned for the analysis.